Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was uncomfortable stimulation. The outcome was unresolved at the time of study exit/death/study closure. Interventions included explanting and not replacing the entire system. The patient reported that stimulation was uncomfortable in her legs which caused difficulty walking and balancing. The patient was not using the device and did not want any interventions. The patient did not want to continue using the device. The patient was unhappy with the results and wanted the device explanted. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as not due to programming. Relevant medical history included: non-malignant pain

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.